Event description:
It was reported that an alert triggered for high impedance on the high voltage coil of the right ventricular (rv) lead. The impedance at the most recent visit was within normal range. The alert limit was increased and the lead remains in use. The patient is enrolled in the system longevity study (sls). No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).